Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) failed uplink functional tests; the rf head cable found out of electrical specification. It was noted the rf head cable was damaged (cut). Analysis also found the rf head label was delaminated and the lens on the rf head upper case was cracked. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.